Event description:
It was reported that the patient underwent pipeline embolization procedure in 2011 and re-admitted to the hospital on (B)(6) 2011 due to aphasia and headaches. Angiography was performed and the patient was found to have symptomatic in stent stenosis. On (B)(6) the patient experienced facial droop and numbness and the symptoms resolved. Subsequently, the patient was treated with angioplasty and discharged. No other complications were reported with the patient.

Manufacturer narrative:
Updated the model numbers for the devices involved in the event as shown below:model: fa-77350-14 / lot: not reported.model: fa-77350-10 / lot: not reported.(B)(4).

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).